Event description:
Related manufacturer reference number: 2017865-2023-40866. Related manufacturer reference number: 2017865-2023-40868. Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Noise was also noted on the right atrial and right ventricular pacing leads, but unadderessed. Patient was stable before, during and after the procedure.